Manufacturer narrative:
Section d10 references: product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2016. Product type extension product ID 3387s-40 lot# va14apv, implanted: (B)(6) 2016. Product type lead product ID b35200, serial# (B)(6), implanted: (B)(6) 2022. Product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 01-jun-2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 04-nov-2018, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported oor impedances ( (B)(4) ) were noted on contact 11 in pre-operative on the system that was going to be replaced due to reaching elective replac ement indicator (eri). The oor impedances on contact 11 remained after the new generator was implanted ( (B)(4) ) even after impedance checks were performed at multiple amplitudes. It was unknown which led to the issue, but since impedances were on an unused contact and consistent with what was seen in pre-op no interventions were taken. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance wasn¿t determined. The patient was able to establish effective therapy using the other contacts. Additional information received from the manufacturer¿s representative (rep) reported they attended the patient¿s cardioversion procedure where impedances on contact 11 were still elevated before the procedure ( (B)(4) ). After the procedure they were elevated and out of range showing high.